Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete. The probable root cause cannot be determined based on the information provided. Since the product was not returned and the log review was inconclusive, the reported event was unable to be confirmed or replicated.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the customer contacted the technical service engineer (tse) regarding the master tool manipulator left (mtml) grip was getting stuck and that the issue had recurred in a different surgery. Before contacting tse, the customer verified that the sterile adapter was correctly connected and observed that the mtml grips moved normally when no instrument was connected. Tse reviewed the system error logs and did not find any relevant faults. Tse then confirmed with the customer that the mtml was controlling the same universal surgical manipulator (usm) arm as during the prior occurrence and requested that the customer try the instrument on a different usm arm to compare behavior; however, the customer indicated the surgery was already completed and this could not be performed at that time. The procedure was completed with no reported injury.